Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called to report several motor error alarms. The customer's blood glucose reading was unknown, but was reported to be "normal". No further details were provided.

Manufacturer narrative:
Motor error alarm during rewind due corroded motor home switch. Unable to perform basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and the operating current measurement due to constant motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.